Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed. This occurred when the minicap was removed from the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye was performed and a broken occluder leg was observed beneath the twist clamp. The reported condition was verified. The broken occluder foot is the cause of the leak, fluid flow through the set. The direct cause of the event could not be determined; however, there was evidence around the threads of the main body indicating that the damage was possibly due to exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.